Event description:
A malfunction alarm was reported, but there was no notable event leading up to it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset.